Manufacturer narrative:
The reporter stated that the device used during treatment related to this event is available for evaluation; however, the device has not been received at this time. Attempts to retrieve additional information and the device occurred on (B)(6) 2019. No additional information is available at this time. When additional information becomes available, a supplemental medwatch will be filed.

Event description:
A treatment facility reported on (B)(6) 2019 that during cellfina treatment on a patient, the "silicone window where the blade inserts tore open excessively causing the blade to vibrate and tear a larger opening in the skin. The silicone membrane where the cellfina blade is inserted tore open about 3-4mm after insertion several times of the blade. The enlarged opening allowed the blade more free play during the next release performed. Instead of the usual small 1-2mm puncture site of the blade into the skin, the blade created a larger 6-8mm skin puncture site." The doctor further reported that he felt the larger opening in the skin was minor; however, 32 dissolvable sutures were placed in the skin to close the larger opening to prevent a larger more visible scar. The entire cellfina treatment was performed and completed as planned with all areas treated. A second cellfina kit was opened and the treatment completed uneventfully. No additional information is available at this time.

Manufacturer narrative:
The device has not been returned despite attempts on 31-jul-2019, 06-aug-2019, and 21-aug-2019. Additionally, the lot number of the cellfina kit used during treatment was not provided. Therefore, reviews of the lot complaint history and lot history record could not be performed. A review of the equipment owned by the practice was performed, and revealed two cellfina motor modules are owned by this practice. It is unknown which motor module was used during this event. A review of the device history records for both devices revealed no non-conformances or rework was associated with the manufacture of these devices. One deviation was noted; however, was unrelated and would not have contributed to this event. Both devices passed all required testing prior to distribution. A review of the cellfina patient complaint trend analysis revealed the reported issue of laceration has not occurred at a high enough frequency to create a trend and will continue to be monitored. A review of the cellfina product complaint trend analysis revealed the reported issue of guide pin failure has not occurred at a high enough frequency to create a trend and will continue to be monitored. No additional information is available at this time. Should new information be received regarding this case, a supplemental medwatch will be filed.